Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer woke up with the button error and stated that she changed the battery about 2 weeks ago. Customer received a failed battery test a few days out. Customer's blood glucose was 125 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had normal operating currents and no unexpected battery alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.